Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated from its original implant site causing no tissue perforation. A revision surgery was performed to explant and replace only the reservoir. No patient complications were reported.